Manufacturer narrative:
Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. Not available.

Event description:
It was discovered in a journal article and confirmed on (B)(6) 2016, that patient (B)(6) experienced a stryker ceramic liner fracture. It was used in conjunction with competitor products. The patient had a right hip revision for ceramic liner fracture.